Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. An update from the field indicated that the device was explanted and replaced on (B)(6)2019. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and in service. This report will be updated upon receipt of any new information.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. Currently the device remains in service. Technical services recommended the field to perform a new data upload within 50 days (as of june 20, 2019), and another device analysis would be performed once the new data was received. No further updates have been provided at this time.

Manufacturer narrative:
The device has been received by bsc, and the analysis is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. An update from the field indicated that the device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported.